Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A clinic director reported eye tracker was off center during a lasik procedure. Additional information has been requested.

Manufacturer narrative:
At the visit on site, the field service engineer (fse) re-optimized the eye tracker camera and updated the energy calibration table. He verified the system successfully according to company specifications prior to leaving. The root cause could not be identified conclusively. The most possible root cause for the eye tracker off center is wear (moving towards tolerance limits). The 20% energy out of range error message is a known issue and an internal investigation was already opened. However, the root cause could not be identified conclusively. Most possible root cause for the reported error was determined to be a faulty label on a energy sensor. Label is sporadically placed incorrectly on sensor and conductive layer (building a conductive path) may lead to intermittent negative impact of the sensor measurement. This device was identified to be affected by this error. The manufacturer internal reference number is: (B)(4).